Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Inspection of the internal components found corrosion on the pcb assembly and batteries which resulted in low battery voltages and prevented the retrieval of the pod data. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking inside the device. Cracks were observed on the top and bottom housings of the pod. It could not be determined when these cracks occurred or if these cracks allowed fluid to leak into the device to contribute to the observed corrosion. The exact cause of the corrosion could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.